Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert from the implantable cardioverter defibrillator and contacted the physician on (B)(6) 2020. On (B)(6) the patient presented to the clinic for a device check. Upon interrogation of the device, it was noted that the device was in backup vvi operation. The cause of the backup operation was determined to caused by a telemetry communication issue. Normal device function was successfully restored and a firmware upgrade was completed. It was noted during the device interrogation that the right ventricular lead exhibited increased capture threshold. The lead was reprogrammed to addressed the anomaly. The patient was in stable condition and was discharged from the clinic without any issues. Related manufacturer reference number: 2017865-2020-02951.